Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance in unipolar and undefined high impedance in bipolar configuration were noted on the right atrial (ra) lead. A polarity switch was also noted. The ra lead remains in use. No patient complications have been reported as a result of this event.